Manufacturer narrative:
(B)(4) the subject rt266 breathing circuit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt266 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt266 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject rt266 infant ventilator circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation. Results: visual inspection found no visible damage to the returned breathing circuit. However, leak testing confirmed a leakage at the connection between the elbow connector and the collar of the expiratory tube. Conclusion: the reported leak was confirmed and was due to a defect at the connection between the elbow and the collar of the expiratory tube. All rt266 infant ventilator circuits are visually inspected, and pressure and flow tested during production. Those that fail are rejected. The user instructions that accompany the rt266 infant ventilator circuit also state the following: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - check all connections are tight before use. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to the patient.